Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the batteries are running really quick according to the customer it is lasting about a week. She gets the normal alarms as soon as she starts having a low battery she gets a low battery alarm and she does sometimes have a failed battery alarm. The customer declined to troubleshoot for failed battery alarm and low battery because she knows this was normal. The insulin pump will not be returned for analysis.